Event description:
Reporter states that in (B)(6) 2018, she began to use the n20 face mask and has experienced allergic reactions such as contact dermatitis, conjunctivitis and eye infections. She has developed a rash on her head, chin, neck, and ears. She also experienced visual disturbances and has stopped using the device a week ago and as a result, difficulty breathing returned.